Event description:
This is an international report where it was found that the liquid could not be stopped from coming out of the transfer set even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for leak was confirmed during the sample evaluation and the root cause was undetermined.

Manufacturer narrative:
(B)(4).a follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). One used set with no cap on dark blue connector and no cap on patient connector in reference to leak was received. Functionally hand tightened a lab titanium adapter without difficulty. Set was then tested underwater at 8 psi with leak noted. Set was visually inspected and noted that one of the occluder feet was broken. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorking. The complaint was confirmed in the lab for leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.